Event description:
During preparation for use for a cardiopulmonary bypass procedure, the flow sensor module did not properly activate. There was no patient injury as a consequence of this event.

Manufacturer narrative:
H3. Evaluation in progress but concluded.